Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2019-14004. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "liquid accumulation" ; capsular contracture, baker grade iii/IV.

Event description:
Patient reported right side "breast swelling, patient got worried", did an ultrasound (us), which detected device rupture". Patient had a new surgery and right side "device was not rupture, but there was a blood clot/ thrombus behind the device, patient did not fall". Physician removed blood clot and put the same devices under muscle (replacement was not needed). Now patient is having the same problem, breast is swollen, patient did a new us which showed "liquid accumulation". Patient informed feeling discomfort. Healthcare professional later reported right side capsular contracture baker grade iii-IV. Device remains implanted.